Event description:
It was reported that, when the patient was using their own omnipod-supplied plug and cable, the socket made a bang noise, the plug stopped working, the wire became very hot, and the omnipod 5 controller/personal diabetes manager (pdm) felt warm. The patient then tested charging with their mother¿s plug and cable and found that the pdm charged normally without overheating. No harm to the patient was reported and no medical assistance was required. A replacement charging cable and adapter were issued to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.